Event description:
Reportedly, while operating on a pt at ICU the ht50 stopped functioning with a cracking sound (meaning the unit stopped delivering gas to the pt). During the inspection by the hosp biomedical dept after opening the unit, it was found that one connecting rod of the piston in the manifold assembly was broken and the bearing was badly damaged. Please note that there were no serious injuries for this case.